Manufacturer narrative:
The device has not been received by the MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and it is not possible to determine the relationship between the device and the cause of the event. A device history record review and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
Note: the date of event is unknown. In 2007, it was reported to boston scientific corporation that a bronchoscopy was performed, using radial jaw 3 biopsy forceps (male patient, age unknown). According to the complainant, "the forceps broke during the first biopsy in the course of a bronchoscopy. On closing the forceps to remove the tissue, there was a brief crack and on withdrawing the forceps, we saw on the endoscopy monitor that a small piece of metal remain[ed] stuck in the pt's lung. It was possible to secure this immediately with another pair of forceps and remove it." No pt complications were reported.